Event description:
The following was reported: "we have received a request to revise the small (mk4) mets distal femoral epr, but to retain the well-fixed metal casing." Right side. Update: revision due to aseptic loosening causing thigh pain, limited mobility. Planned revision will have femoral components (femoral curved stem, principle shaft, collar and femoral knee) explanted.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets distal femur, femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. An x-ray image was provided, but it is a planning image with planned implants overlayed and does not show the devices in-situ. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "we have received a request to revise the small (mk4) mets distal femoral epr, but to retain the well-fixed metal casing." Right side.